Manufacturer narrative:
(B)(4). An engineering/quality review has been performed. This report of a system error (B)(4) was not confirmed due to a lack of a sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 2/4. The home patient (hp) stated he was connected at the time of the alarm and had not disconnected any time prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the hp to recycle power twice to clear alarm. The hp confirmed to call his nurse regarding the air detection alarm and advise he was connected. On (B)(6) 2010 (B)(4) spoke with the hp's nurse who stated that the hp was doing fine and was able to continue therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.